Event description:
It was reported the procedure was being performed in the cath lab. The physician was working with a fellow. During insertion into the patients fistula, they accidentally grabbed the activator button on the rotator handle and activated the ptd basket pulling it through a stent which caused the device to become stuck. The ptd and stent had to be surgically remove and a femoral access was created. The patient will need creation of a new fistula. The physician is aware the ptd device is not for use in stents and stated it was an accident.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.